Manufacturer narrative:
D10 concomitant products: sigphandle, ig power sigphandle handle (serial#:(B)(6), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, the tip of the cartridge could not be opened after the firing. It was difficult to retract the knife blade, and they were unable to remove the jaw from the tissue. The user resected to remove tissue. The surgical time was extended from 30 minutes to 1 hour.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the firing rod was noted to be retracted proximally beyond home position. The unload switch was at the home position. There was a notable gap between the body of the adapter and the proximal cap. The firing trilobe coupler was noted to be depressed within the proximal cap. Functional testing found that the firing rod was unable to return to home position. The adapter was opened and the articulation mechanism was noted to be extended distally out of position. There was notable damage to the tip of the firing rod, consistent with disconnection from the reload laminates. It was reported that the instrument was locked on tissue and difficult to retract knife blade. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of firing rod not in home position, articulation mechanism out of home position, and proximal cap and articulation screw plate damage that are related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. The cause of the damage to the proximal cap and articulation screw plate damage can be traced to excessive force being applied with the manual retract tool. The root cause of these conditions can be traced to user misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.